Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence inaccurate delivery/positioning difficulty include anatomy landmark visibility, patient pre-existing conditions such as calcification levels, compliance of native anatomy as well as procedural complications, and tension applied on the delivery catheter system (dcs) during positioning. A root cause of the too low implant depth could not be determined from the available information. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or the presence of pre-existing patient conditions. In this case, it was reported that the valve was implanted too low resulting in severe pvl.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too low resulting in severe paravalvular leak (pvl). Subsequently, a second transcatheter bioprosthetic valve was implanted and reduced the pvl to trace. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.